Manufacturer narrative:
During technical onsite visit the field service engineer (fse) verified tracker alignment, cleaned tracker mirror and calibrated field of view on the eyetracker. The system meets company specification per service test procedure. No abnormality was noted. Logfile review for the day of treatment shows information messages occurred and repeated during the fifth treatment on that day, then the treatment was canceled by the user. The user restarted the treatment. The treatment was performed successfully. And all other 20 treatments before and after this treatment were performed successfully without error messages or any problem. The root cause for the occurrence of the info message could not be identified by review of the logfile. The possible root cause is eye anatomy or movement of the patient´s eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative called and reported there were multiple errors during the ablation of the left eye. Error messages occurred twice while attempting to track the pupil with the eye tracker. To complete the treatment the technician backed out of the program and restarted where the treatment left off. This occurred twice. Treatment was successful.